Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the ventricular output connector of the device would not snap and secure the cables; it was found that the ventricular output connector was broken. It was also noted that the hanger assembly of the device would not close all the way. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the ventricular connector port of the external pulse generator would not snap and secure the cables. The external pulse generator has been returned for repair. There was no patient involvement.